Event description:
It was reported that the pump delivered a 10 unit bolus without user request. Tandem technical support reviewed the pump history and determined that the bolus was manually requested, however, the customer maintained the allegation that the bolus was not requested and delivered by the user. The customer's blood glucose level ranged from 251-253 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.